Event description:
The deice is used in the transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in pts who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. The company received a complaint that during a procedure the doctor was unable to deploy the pill cam. Because the device would not deploy the pill cam the doctor choose to cancel the procedure.

Manufacturer narrative:
The actual device involved was not returned for investigation. Attempts have been made to acquire additional information but nothing has been received at this time. Review of the lot history record indicates no problems in the manufacturing of this device.